Manufacturer narrative:
PMA/510(k) code: the gelsoft vs196 special is a special product only manufactured for the (B)(6) market and does not have a PMA/510(k) code. Vascutek is reporting this event to FDA as this product is a similar product to vascutek's standard range of gelsoft bifurcated devices which are approved in the USA. (B)(4) - no information - no information supplied on patient age, sex, weight or previous medical history. (B)(4) - leak - leakage reported when circulation was restarted after anastomosis of main body. Method - actual device not evaluated - actual device remains implanted. Single batch build therefore no additional devices available from same lot for evaluation. Process evaluation - review of qc and manufacturing records performed. Manufacturing review - review of qc and manufacturing and physical testing records performed. Sterilisation review - review of sterilisation cycle performed. Results - review of qc, manufacturing and physical testing records showed that device was manufactured to design specification and all physical testing met acceptance criteria. Sterilisation cycle passed acceptance criteria with no faults or alarms. Conclusion - device not returned - device not returned therefore no further evaluation possible. Unable to confirm complaint - root cause was not identified. Device not returned. Therefore, no further investigation possible. Review of qc, manufacturing and physical test records showed device was manufactured to design specification. Vascutek now considers this complaint closed however, the issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops, action may be taken at that time. Device remains implanted.

Event description:
Reported to vascutek as follows: after the main body was anastomosed, when blood circulation was restarted, blood leaked from the seam near the branch of the bifurcate. Bleeding stopped naturally after a short while, additional sutures or hemostatic agents were not required.